Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) blood collection tubes were pushing off the needles. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Bd received samples from the customer facility for investigation. The samples were tested and there were no issues observed with the incident lot as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, all samples met the required specifications. The product was found to be in conformance and meet release specifications.

Event description:
It was reported that the bd vacutainer k2 edta (k2e) blood collection tubes were pushing off the needles. No serious injury or medical intervention was reported.